Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events. The center reported that the observed events were due to volume depletion from bleeding. A specific cause for the reported bleeding, and a direct relationship with the device, could not be conclusively determined through this evaluation. The patient ultimately expired on (B)(6) 2021, (refer to MFR # 2916596-2021-00894). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing and quality assurance specification. The implant kit was shipped to the customer on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had haematemesis (~500ml) around 3am on (B)(6) 2021, and a series of low flow alarms. Log files contained low flow hazard events. The calculated flow appears to be fluctuating below the alarm threshold of 2.5lpm. These flow readings do not appear to be the result of any equipment malfunction. Additional information states that a oesophago-gastro-duodenoscopy (ogd) was performed and a clip has been applied in stomach at bleeding site. Patient will have another ogd later on. The low flow alarms were identified as the loss of volume from the patient. The low flow alarms did not resolve. The device operated as expected.